Manufacturer narrative:
The device was not returned to resmed for evaluation. The astral device was returned to a resmed distributor in (B)(4) and a technical evaluation was performed. The distributor's technical evaluation found system faults (sf75 and sf218) in the alarm log and contacted the resmed service center in (B)(4) for assistance on how to address this issue. A resmed service representative went through the troubleshooting steps with the distributor and recommended tests to verify device performance. The distributor was informed to contact resmed if additional assistance is needed. Resmed reference pr#: (B)(4).

Event description:
It was reported to resmed (B)(6) that an astral device displayed system fault (sf 75, sf 218) messages. There was no patient injury reported as a result of this incident.